Event description:
As reported, during a procedure involving stent placement within the right femoral artery, the hub of a flexor raabe guiding sheath separated from the device. Per the reporter, the sheath was delivered to the target location (right superficial femoral artery which had stenosis and tortuosity). The access site was not scarred. The patient had arterial stenosis of the lower extremities. A contralateral approach was used. The bifurcation angle was not steep, sharp, or calcified. Resistance was not felt during the insertion of the device; however, resistance was felt during removal of the dilator. Upon attempted removal of the dilator, the hub of the sheath separated. The sheath was manually removed from the patient, and another device of the same type was used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures or experience any adverse effects due to this event. . .

Manufacturer narrative:
A5: "han." H3: device evaluation anticipated, but not yet begun. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Summary of event: as reported, during a procedure involving stent placement within the right femoral artery, the hub of a flexor raabe guiding sheath separated from the device. Per the reporter, the sheath was delivered to the target location (right superficial femoral artery which had stenosis and tortuosity). The access site was not scarred. The patient had arterial stenosis of the lower extremities. A contralateral approach was used. The bifurcation angle was not steep, sharp, or calcified. Resistance was not felt during the insertion of the device; however, resistance was felt during removal of the dilator. Upon attempted removal of the dilator, the hub of the sheath separated. The sheath was manually removed from the patient, and another device of the same type was used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures or experience any adverse effects due to this event. Corrected information: d4 = UDI, h6 (annex g). Investigation evaluation: reviews of the complaint history, device history record (DHR), and quality control procedures were conducted during the investigation. A visual inspection of the complaint device was also conducted. The complaint device was returned to cook for investigation. The hub was separated from the sheath, with no sheath material noted in the hub. A document-based investigation evaluation was performed. A review of the device history record found no relevant non-conformance's on the lot. A review of complaint history found no additional relevant complaints for this lot number. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, and investigation of the returned device suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Based on the information provided and the results of the investigation, cook has concluded that a component failure, unrelated to manufacturing or design deficiencies, contributed to this event. Although it is possible that the anatomy contributed to the event, this cannot be definitively determined. The risk analysis for this failure mode was reviewed, and no additional escalation was required. The appropriate personnel have been notified, and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.